Event description:
In 2009, the sales representative reported that during surgery, the surgeon was adjusting the rod, so he loosened the closure top and the head of the screw came off. The surgeon removed the screw and replaced it with a new one. Additional information received one month later via telephone. The sales representative reported that during surgery, the surgeon had final tighten two of the screws and was seating the rod when on the third screw he wanted to change the trajectory of the screw, so he attempted to explant the screw with the dorsal height adjuster. When he was unable to so, he attempted to explant the screw with a driver and the screw disassembled. The second screw that was final tighten was tested with a kocher to make sure that it would not disassociate and the surgeon felt confident that it would not disassemble so he left it in. The surgeon then replaced the first screw.

Manufacturer narrative:
Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending.